Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) displayed as "high" on cgm. Customer reported that the cause was due to not knowing how to request a correction bolus on pump". Tandem technical support educated the customer on how to request a correction bolus per the pump user guide. Customer declined further troubleshooting as they were aware of the cause of the high bg event.